Event description:
Patient initiated h-patch 20 units/24 hours containing humalog insulin. Patient placed and initiated the basal infusion in the evening. Patient had been instructed to discontinue all other insulins and to use the h-patch exclusively. As the patient was getting ready to go to bed, he incorrectly used the bolus feature to deliver an equivalent basal dose to his previous therapy (18 units). Patient felt disoriented as he headed towards the stairs and fell down the stairs. Ems was called. Patient admitted to local hospital with lacerated forehead and fractured cervical spine.

Manufacturer narrative:
Patient discharged to home in mid 2007. No surgeries required. Return to previous medical care. The patient self administered an overdose of insulin by using the bolus feature to deliver a basal dosage even though he was instructed on the proper usage of the h-patch.